Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the epidural kit with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the product package not being sealed could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the product package is not sealed at the top. The alleged issue was detected prior to patient use.

Event description:
The customer alleges that product package is not sealed at the top. The alleged issue was detected prior to patient use.